Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including without duplicating the report. The device was recertified and returned to the customer. Communication with the austarilian team indicated they were unable to add any more details to the complaint. The device was dropped off with a note stating it had malfunctioned during a patient event. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during cardiac arrest, the device displayed an error. This is all the information available at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.